Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-04113, 1627487-2020-04114, 1627487-2020-04116. It was reported that the patient¿s drg system will be revised. That is all the available information at this time.

Manufacturer narrative:
Date of event is estimated patient code and device codes updated as per new information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient drg system was explanted and replaced due to ineffective stim, restoring effective therapy.